Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was resuming, from being suspended, on its own. The reporter stated that the patient suspended the pump prior to a 5 k race and when the patient's blood glucose was below target at the start of the race, the pump was found to have resumed delivery on its own. The reporter stated that the pump also resumed without intervention on two other occasions while the patient was showering. This report is made based on the allegation that the pump resumed, from a suspend, without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed no activity outside normal use. The pump was manually "suspended" for a five-hour period. The pump did not resume delivery during that period. User interaction was needed for the pump to resume delivery. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys were responsive to user input. No hypersensitive keys were observed on the keypad. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.